Manufacturer narrative:
Analysis confirmed the reported connector insertion and lead locking issue. There was foreign material inside the output connector causing the cable plug to not fully insert into the connector. When the foreign material was removed the cable plug was able to lock into place. The foreign material was a broken piece of the output connector. The atrial output connector was broken. Analysis also noted that the hanger was broken and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial connector did not hold the lead causing the lead to fall out. It was also noted that the epg required calibration. The epg was returned for service. There was no patient involvement.